Manufacturer narrative:
Corrected information in d1. According to thermage flx system user manual, burns and blisters are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. Treatment tip is not available for return. A review of the manufacturing records showed all requirements were met. Datalogs confirmed the system and handpiece performed as expected. It was noted that user found a dent on the tip surface. Based on the available information, no causal factors can be found and no conclusion can be determined.

Manufacturer narrative:
The treatment tip has been requested but not yet received. A review of the device data logs revealed the handpiece and system performed as expected. Based on the log data, the handpiece is not being held perpendicular with the floor causing cryogen pooling in the tip. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that during a thermage treatment a patient experienced blisters on their face. No medication was administered to the patient post treatment. It is unknown whether there will be any permanent scarring. The incident occurred at approximately 300 reps. The highest energy level used was 2.5. The treatment tip was inspected before and during the treatment every 100 reps. No error messages were reported however, the physician observed a dent on the tip surface. Proper amount of cryogen fluid was used.